Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported that in 2009 the pt had a 2.75x15 mm xience implanted in the proximal left circumflex and a 2.5x23 mm xience implanted in the obtuse marginal. At approximately 6 weeks later, with symptoms of diarrhea and vomiting, the pt was admitted in emergency and was treated with fluids. In the next day, the pt got severe pulmonary edema and died in the emergency ward. No additional event or pt info is available.

Manufacturer narrative:
The second xience v everolimus eluting coronary stent system is being reported under the same manufacturer report number.